Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse clinician diagnostic imaging. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a 6fr angio-seal closure device was used at the end of successful procedure. The doctor proceeded to follow his usual steps of deployment. He performed the step of setting the anchor by pulling back to click into place. When he went to pull the whole device back to deploy, the entire sheath and anchor came right out of the arteriotomy. They held pressure instead and no harm was caused to the patient other than a delay in getting full hemostasis. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the angio-seal was peripheral angioplasty.